Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140. (B)(4). Summary of investigational findings: no imaging was provided and no product was returned, why it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning possible fracture of a filter leg approx. 5 years after filter implant. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Based on limited information provided there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the celect filter was placed in 2011. The physician questioned how many legs were on the device on (B)(6) 2016, because the CT scan indicated that a metal form had broken off and embolized the lung. The filter was retrieved successfully and there were no signs of any missing pieces. Both the physician and the lead tech believed that the filter was fully intact. Patient outcome: after removal, the patient no longer appeared to have a broken section of the device inside the body.